Manufacturer narrative:
Cmpl-(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient's parent reported that the pediatric patient experienced no readings", "sensor error" or "brief sensor issue from the app display device for under 1 hour. The episode occurred 5 days after the sensor had been inserted in the abdomen. Of note, the patient is an omni pod pump user. The last known egv (estimated glucose value) prior to the problem was not documented. It was not documented whether the bg (blood glucose) was being monitored by fingerstick during the time without egvs. The patient was suspected to be in diabetic ketoacidosis due to high ketones. Physical symptoms were not documented. At the time of the report, the patient was still in the ed (emergency department) and being treated with an unspecified IV. Per documentation, the parent did not want to disclose much information. It was not documented whether a bg was checked during the episode. According to the report, upon call back, the egv was 171 mg/dl on the app. The moment within the event timeline this occurred was not specified. Due diligence attempts to contact the reporter for more information were attempted but not successful. At the time of the report, the patient felt ok. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.